Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 288 mg/dl at the time of incident. Customer treated their blood glucose with a bolus. It was also found the customer was feeling tired and eyes were hurting from their high blood glucose. Troubleshooting found the customer had air bubbles in their tubing. Customer did not report any air bubbles present. The customer declined to perform the high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.